Event description:
It was reported that an infusor experienced no flow of an unknown drug. This issue occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection and functional flow testing were performed, which did not identify any nonconformances. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.